Event description:
It was reported that before use when customer opened the product it was found that the tip of the catheter was bent. There may be a problem with the packaging method.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Five (5) photos were received for evaluation. The first photo was of the top view of the catheter, drain bag, and returned syringe. The second photo was a top view of just the 2-way catheter. The third photo was a zoomed in view of the tip of the catheter with a noticeable bend in the tip near the eyelets. The fourth photo was of the inflation cap with the batch # ngjz2821. The last photo was of the tray labeling with the batch # myjx2849. Received one (1) used all-silicone foley catheter with syringe attached to the drainage bag without original packaging. Verified material number 2758j14 and manufacturing lot number nghz2821. Visual inspection noted the catheter tip was bent. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use when customer opened the product it was found that the tip of the catheter was bent. There may be a problem with the packaging method.